Manufacturer narrative:
(B)(4). The report of the IV dripping faster than expected for the 3ml/hr rate resulting in a possible over infusion could not be confirmed. No programming issues were identified that would account for the customer's report. Testing and inspection of the returned pump module found it to be infusing within spec. The investigation did find the upper smartsite valve on the returned set was leaking. The valve appeared to have a puncture hole in the center of the piston. This issue would have presented a possible observance of the drip chamber running faster than expected even with the tubing clamped off below the smartsite valve. The cause of the customer's reported possible over infusion is attributed to a leak in the set from the noted puncture hole in the upper smartsite valve. The root cause for the presence of a puncture hole in the smartsite valve is unk.

Event description:
The customer reported a 100ml bag of versed was hung at 10:30pm (B)(6) 2013, at a rate of 3ml/hr was a vtbi of 100ml. At 1:25am on (B)(6) 2013 the nurse noticed that the IV was dripping faster than expected for the 3ml/hr rate and that "it continued to drip when the tubing was clamped off". There was no adverse outcome to the pt, nor was there any medical intervention required. Although requested, no further pt or event info has been provided.